Event description:
It was reported that while pt was having a biopsy on the left temple (same side as lead -- left stn), the pt felt a tingling down the right arm. Once the cautery stopped, the tingling subsided. The biopsy indicated that further treatment was necessary. It was recommend that radiation would be a better choice and the radiation beam should be directed away from the device. Additional information has been requested, but was not available as of the date of this report.

Event description:
Reporter alleged obtaining the results of 402 mg/dl and 136 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.